Event description:
It was reported that patient underwent humeral trauma repair procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to fracture of the eight hole straight plate.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of the explanted device found evidence of fatigue fracture. There are warnings in the package insert that state that this type of event can occur: under adverse effects, it states, "the following are possible adverse effects of these implants: potential for these devices failing as a result of loose fixation and/or loosening, stress, excessive activity, load bearing particularly when the implants experience increased loads due to delayed union, nonunion, or incomplete healing."

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under adverse effects, it states, "the following are possible adverse effects of these implants: potential for these devices failing as a result of loose fixation and/or loosening, stress, excessive activity, load bearing particularly when the implants experience increased loads due to delayed union, nonunion, or incomplete healing".